Event description:
It was reported that t:slim x2 pump battery would not charge even though caller was using tandem charging cable and wall adapter, and no power source alerts were noted in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave pump charging for at least 30 consecutive minutes. Using non-tandem wall adapter and non-tandem charging cable to resolve the issue. Cts to send replacement tandem wall adapter and charging cable via two-day shipping.